Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported for leak/loss of fluid column from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guiding catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guide catheter (sgc), the fluid column was lost, and if were to reoccur in the anatomy, has the potential to cause or contribute to patient injury. It was reported that during preparation of the sgc while testing the column, fluid was lost; therefore, the device was not used, and replaced. A new sgc was used without issue, with a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.